Manufacturer narrative:
Product examination: the driver tip damage looks to be consistent with torsional failure due to exceeding the drivers torque capabilities. The failure is consistent with other drivers that fail due to high torque applications. No other observations were noted that may have contributed to the torsional failure of the driver.

Event description:
It was reported: "the doctor was tightening a 2.7mm screw and he broke the t8 driver. We continued on and came back to our proximal screws to do his final tightnening and broke another t8 driver. He said that he felt like the threads of the screw were getting caught on to the plate and forcing him to use excessive torque to push the threads through the plate. He said a torque limiting handle would be nice to have. Before the driver tips broke they also didn't stick very well.